Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
During investigation on-site performed by our field service engineer presence of corrosion spill in the pc boards: ac/dc converter and main back plane and were found. A visual inspection confirms the reported corrosion problem. The pcb were not further investigated since ingress of corrosive substance on printed circuit boards can cause short circuits which might lead to a ventilator system malfunction. Pc 2020 is the interconnection board for pc boards and components. The ac/dc converter, including pc 2033, is a complete unit adapted for the system. The ac/dc converter converts the connected ac power (mains power) to the internal dc supply voltage +12v_ac/dc. There is no information on how the liquid spill entered the ventilator system or what kind of liquid spill it was.

Event description:
It was reported that the ventilator did not start. There was no patient harm. Manufacturer's ref. #: (B)(4).